Event description:
Reporter indicated that vns pt has experienced elevated blood pressure since vns implant and that her seizure type has also changed. Prior to vns implant, the pt's blood pressure was typically 120/70. Since vns implant, the pt's blood pressure has been as high as 140/90. Treating neurologist is concerned that the pt's device is not functioning properly because the pt has not yet experienced efficacy with the vns therapy; however, device diagnostic testing was within normal limits, indicating proper device function. The severity of the change in seizures type is unk at this time. The pt was tapered off of phenobarbital prior to vns implant, but no other recent medication changes have been made. The pt was prescribed sular (nisoldipine) approximately six weeks post implant to treat her high blood pressure and zestoric was added to the pt's drug regimen approximately five weeks later.